Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. The patient was stable throughout the procedure.

Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device was tested on the bench and using automated testing equipment, and no anomalies were found.